Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After device deployment, the patient's blood pressure decreased. Pericardial tamponade was confirmed and a pericardiocentesis was performed immediately. A surgeon was notified and a thoracotomy was performed; however, the patient died despite emergency rescue efforts. A left atrial appendage perforation was the cause of the cardiac tamponade.

Manufacturer narrative:
B3: date of event: corrected from on (B)(6) 2021. The returned device consisted of a watchman delivery system with the implant in the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After device deployment, the patient's blood pressure decreased. Pericardial tamponade was confirmed and a pericardiocentesis was performed immediately. A surgeon was notified and a thoracotomy was performed; however, the patient died despite emergency rescue efforts. A left atrial appendage perforation was the cause of the cardiac tamponade.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After device deployment, the patient's blood pressure decreased. Pericardial tamponade was confirmed and a pericardiocentesis was performed immediately. A surgeon was notified and a thoracotomy was performed; however, the patient died despite emergency rescue efforts. A left atrial appendage perforation was the cause of the cardiac tamponade. It was further reported that the laa was sutured during the thoracotomy and cardiac massage was also performed. The official cause of death was left atrial appendage perforation, acute cardiac tamponade, and cardiac shock.

Manufacturer narrative:
The returned device consisted of a watchman delivery system with the implant in the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After device deployment, the patient's blood pressure decreased. Pericardial tamponade was confirmed and a pericardiocentesis was performed immediately. A surgeon was notified and a thoracotomy was performed; however, the patient died despite emergency rescue efforts. A left atrial appendage perforation was the cause of the cardiac tamponade. It was further reported that the laa was sutured during the thoracotomy and cardiac massage was also performed. The official cause of death was left atrial appendage perforation, acute cardiac tamponade, and cardiac shock.